Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon reviewing a merlin.net transmission, it revealed a battery longevity anomaly. The battery longevity was calculated by technical services and found to be within normal depletion. No patient symptoms were noted.